Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be component failure. The reported issue was resolved by replacement of the nrurot, a component responsible for communication between the stationary and rotating parts of the gantry. Following this action, normal system operation was restored. The spare part consumption was reviewed and found to be within acceptable limits. A safety assessment has been performed. Based on the available information, no general product or design issue was identified, and no further investigation was deemed necessary.

Event description:
It was reported to siemens that a product problem occurred while operating the somatom exceed CT system. During the examination of an acute stroke patient, a scan abort occurred. As a result, the examination was completed on another CT system, resulting in an approximate delay of 15 minutes. No adverse health consequences were reported.